Manufacturer narrative:
Submit date: 3/31/2017 an investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports broken hub: the medicine leaked out from the base of the needle. She had prepared the medicine as before and twisted the needle carefully secured.